Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days post replacement procedure of a cardiac resynchronization therapy pacemaker (crt-p) with an antibacterial absorbable envelope, the patient developed a possible infection. It was noted that the patient presented with severe pain, swelling, and bruising at the crt-p site. The patient white blood cell count was low but no other signs of infection. The physician decided to do a hematoma evacuation and obtain cultures. An additional antibacterial absorbable envelope was used during the hematoma evacuation. The cultures taken indicated an infection of pseudomonas. The device and leads were subsequently explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.